Manufacturer narrative:
The illuminated ureter probe was not returned for evaluation. Customer stated they cultured it and there was no growth on the cultured sample.

Event description:
Allegedly, after a procedure, blood/bodily fluid was noted inside of the ureter probe upon return for reprocessing, which could have possibly resulted in cross-contamination.